Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the inflation, the balloon material burst. The device was simply removed, and the procedure was completed with another of same device. No patient complications were reported, and patient status was stable.